Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that both output connectors were broken. It was noted that the hanger was contaminated, backlight issue with connector on main printed circuit board (pcb), upper case was broken around the rate encoder, keypad lock button collapsed and window was scratched, encoder assembly was contaminated (rust), two control knobs contaminated (rust, replace), two control knobs contaminated (cleaned), lower case is contaminated, main seal contaminated, both wires on the liquid crystal display (lcd) are pinched, all four encoder nuts were contaminated, and both output connector nuts were discolored. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken ports. The epg is expected to be returned. No patient complications have been reported as a result of this event.